Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) not working was confirmed. During the evaluation of ubc-49594, the unit was troubleshot and the white wire from the cable line filter was disconnected. The cable line filter was replaced and the issue resolved. All tests were performed per procedure. The test unit was returned to the customer site. The line filter was forwarded to ppe for further evaluation. Further analysis of the returned cable line filter revealed that the metal tab in the white wire was too wide to make a secure connection. The root cause for the reported event was determined to be a damaged cable line filter tab. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms, including faults that occur on the ubc, and the actions to take if the faults do not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's universal battery charger (ubc) stopped working. They went to the hospital to see the ventricular assist device (vad) team and they issued the patient a new ubc.